Event description:
It was reported that a patient's right ventricular lead was exhibiting high capture thresholds and high, out of range pacing impedance. The old lead was capped and a new lead was implanted on (B)(6) 2022. The patient experienced no consequences from the procedure.